Event description:
It was reported that during the procedure, three set screws stripped off during the final torquing step. They were removed and replaced with alternates to complete the case. There was a greater than 30 minute delay but no reported patient harm. This is report one of three.

Manufacturer narrative:
Correction to: b5 and g1-2 (last name and email address). Additional information: d4 (UDI number), d10,h3, h4, h6 (method, results and conclusion codes). The returned device was evaluated. There was no failure mode detected. The complaint is not confirmed. Reference reports 3012447612-2020-00283 and 3012447612-2020-00284.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, one set screw stripped off during the final torquing step. It was removed and replaced with an alternate to complete the case. There was a greater than 30 minute delay but no reported patient harm.